Event description:
It was reported that when the device was used during a laparoscopic lobectomy, the staples malformed (just like box shape) physician put some overstitches to close the tissue; there was no patient consequence.